Event description:
It was reported that a customer experienced no-flow during use of a one-link extension set. This occurred during infusion of an unspecified drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection showed that the blue end cap was still on and there were no defects noted. Microscopic inspection of the center slits was performed and showed no gland re-knit. Functional testing showed that it primed and flowed normally. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.